Manufacturer narrative:
An outside the united states customer observed discordant elevated atellica im ca 19-9 results for one patient sample compared to alternate methods and the clinical picture. As stated in the limitations section of the atellica im ca 19-9 instructions for use (IFU) (10995285) "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." As stated in the limitations section of the atellica im ca 19-9 IFU: " warning this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen-negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." " the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Siemens is investigating. Siemens has requested the sample for internal testing.

Event description:
The customer observed discordant elevated atellica im ca 19-9 results for one patient sample compared to alternate methods and the clinical picture. The discordant results were not reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant elevated atellica im ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00174 on june 28, 2022, reporting an outside the united states customer observed discordant elevated atellica im ca 19-9 results for one patient sample compared to alternate methods and the clinical picture. Siemens filed the MDR 1219913-2022-00174 supplemental 1 on (B)(6) 2022. Sep 15, 2022 additional information: siemens tested the sample for human anti-mouse antibodies (hama) and none were detected. Sep 23, 2022 additional information: siemens performed peg precipitation on the sample. After peg precipitation, the sample recovered < 3 u/ml with the ca 19-9 assay. Siemens is still evaluating the precipitate. Siemens continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00174 on june 28, 2022 siemens filed the MDR 1219913-2022-00174 supplemental 1 on august 16, 2022. Siemens filed the MDR 1219913-2022-00174 supplemental 2 on october 13, 2022. Additional information oct 18, 2022: siemens performed hama testing using an elisa kit on the patient sample to determine if the interferent causing the elevated discrepant result is specifically due to the binding of human anti-mouse antibodies. Three replicates of the patient sample were tested, and no hama was detected in any of the replicates. To investigate whether potential high molecular weight interferents were present in the sample, siemens treated the sample with peg (25% final concentration) to precipitate protein content from the sample. The patient sample dropped significantly and recovered at a dose of 2.71 u/ml (consistent with results from alternate methods) after peg precipitation. The results of the peg precipitation study suggest a high molecular weight interferent is potentially responsible for the discrepant results observed by the customer. To further investigate, siemens performed size exclusion using liquid chromatography on the pellets from the peg precipitation. The fractions collected were then tested on atellica im ca 19-9. No ca 19-9 was observed in any of the fractions from either the patient sample or positive control. Difficulties fractionating the samples, diluting and/or filtrating the samples have caused the results from the sample isolations to be inconclusive. Results of the investigation conclude the cause of the elevated atellica im ca 19-9 patient sample is due to an unknown interferent. Additional information oct 20, 2022: an outside the united states customer had a sample ((B)(6)) from a patient with a gastric polyp that recovered 113 and 115 u/ml with atellica im ca 19-9 kit lot 503 but was 2.79 and 2.76 u/ml with the alternate method ca 19-9 assay. When the sample was tested at another lab with the atellica im ca 19-9 assay it recovered 117 u/ml. When the sample was treated with a heterophilic blocking tube (hbt) it recovered 66.8 u/ml with the atellica im ca 19-9 assay and 2.52 u/ml with the alternate method ca 19-9 assay. The treated sample was tested for rheumatoid factor (rf) and the result was < 3.5 iu/ml. A second sample from the patient recovered 93 - 118 u/ml with atellica im ca 19-9 but recovered 4 u/ml when tested with another alternate method ca 19-9 assay. Siemens reviewed the calibration and control data provided and there is no evidence of a problem. Sample was sent to siemens healthineers for evaluation. Siemens was able to duplicate the elevated result with the sample but when the sample was tested with a commercially available assay for measuring human anti-mouse antibodies (hama), no hama was detected so hama is not causing the elevated result. After the sample was treated with polyethelene glycol (peg), it recovered ~ 3 u/ml indicating something in the sample is interfering with the atellica im ca 19-9 assay. Siemens analyzed the precipitate from the peg treatment but were not able to determine what is interfering with the atellica im ca 19-9 assay. There is no more of the sample available for evaluation. The expected values section of the atellica im ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 iu/ml, so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the atellica im ca 19-9 instructions for use (IFU) states: "warning- do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note- do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patients clinical evaluation." The cause of the discrepant results seen by the customer with samples from this one patient when using atellica im ca 19-9 kit lot 503 was due to an unknown interferent. No product problem was identified. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
Initial MDR 1219913-2022-00174 was filed on june 28, 2022 reporting an outside the united states customer observed discordant elevated atellica im ca 19-9 results for one patient sample compared to alternate methods and the clinical picture. Additional information: july 21, 2022. Siemens received the sample and performed testing. The sample recovered 139 u/ml with atellica im ca 19-9 kit lot 508 so the elevated result is not lot specific. The sample recovered 4 u/ml with the immulite 2000 gi-ma (ca 19-9) assay, which uses a different antibody clone. Siemens continues to investigate.